Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, blood also visible on the adhesive pad. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. An ident was left in the hard cannula where it would normally sit horizontally in the slide retract. Damage to the slide retract was noted. This caused excess plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle. A root cause for the reported event has been identified, no further inspection is necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. Blood glucose levels reached 400 mg/dl. Patient was bleeding from the site. The pod was worn for more than 48 hours before the issue was realized.